Event description:
User experienced getting low glucose results for approximately eight patient samples. User said that they were getting glucose results of 50 mg/dl that reran around 100 mg/dl and results of 40 mg/dl that reran around 80 mg/dl. Actual glucose results were not provided. The initial low results were verified out and were corrected with the rerun results. User stated no patients were treated. The field service representative determined the cause to be r1 and r2 stirrers were scratched and parafilm stuck in cuvette 115 on outer ring of reaction disk. He replaced r1 and r2 stirrers, removed parafilm from cuvette 115 and replaced 2 dispense nozzles on r2 reagent mechanism. Performance tests were performed.